Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), im planted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that there was an elective replacement indicator (eri) error code. There was dissatisfaction with the implantable neurostimulator (ins) longevity. It only lasted not even one year. The patient first saw the message a month and a half ago in (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from the patient indicating that they had not heard from the doctor. The patient was requesting assistance to find a doctor. They were offered to send a message to the manufacturer representative (rep) but declined to give out the rep's information. The patient became escalated and disconnected. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.